Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was connected to a drain. Post procedure, the reservoir was unable to lock after starting suction on the second day though it was able to lock on the first day. Another device was used. There were no adverse consequences to the patient. Additional information is not available.